Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding some patients who were implanted with neurostimulators (ins). It was reported that the secretary at the healthcare provider¿s office told the consumer that there were a couple problems with some other patients¿ devices. The consumer was to go in and be one of 7 patients to have their device checked by the manufacturer representative but made no allegation against their device. Additional information was received from a manufacturer representative (rep). It was reported that this was a routine ¿battery check day¿ that is implemented by the office. The rep was there to work with the physician, but the physician did the checks themselves. There were no patient complications reported as a result of this event.